Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needlefree IV connector was unable to be connected to a non-baxter syringe. The reporter stated that "the product will not go on the syringes at all." This occurred in the imaging department during set-up, before use. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation attached to a non-baxter syringe. The syringe's connection was crooked. The syringe was disconnected from the set and reconnected with a push and turn of the connector into the syringe per the direction insert. The connection was then found to be secure. Microscopic inspection was performed and noted that the set's gland was open. A flow test was then performed, and the set was found to flow with no issues. A non-conforming product was not verified. Should additional relevant information become available, a supplemental report will be submitted.